Event description:
Additional information: it was reported that the patient developed a wound infection. The pump was explanted on (B)(6) 2010. Patient symptoms included infected wound an 'illegible word'. The patient was hospitalized. The patient outcome was reported as non-serious injury/illness and recovered without sequelae. The device system was used to deliver morphine.

Event description:
It was reported that eleven days after pump implant, some unspecified "yellow stuff" was found to be leaking. "Some tests" were performed and the pump system was explanted that same day. It was indicated that patient had interstim device. The outcome of the patient was not provided. The drug that was used in the pump was unknown. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2010, product type: catheter. Product ID 8590-1, lot # n238367, implanted: (B)(6) 2010, explanted: (B)(6) 2010, product type: accessory.

Manufacturer narrative:
(B)(4).